Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer was receiving multiple no delivery alarms and went through eleven infusion sets in four days. The customer's blood glucose was 357 mg/dl. He stated the infusion set cannula appeared to be occluded. The customer received a no delivery alarm during bolus delivery, but was able to prime the turbing before inserting the cannula. The alarm was resolved by a complete set change. The customer was unable to troubleshoot at the time of the call. A blood glucose of 108 mg/dl was documented. The reservoir may have been occluded. Nothing further reported.